Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date in not available.

Event description:
The sales rep reported that during an acl procedure, the tip of the customer's drill bit in the acl disposable kit broke off in the patient. The sales rep stated that the surgeon left the broken tip in the patient due to it would do more harm to the patient to remove the broken piece. The sales rep stated that the tip is embedded in the bone and that the surgeon decided that the best decision was to leave it. The sales rep reported that the surgeon completed the procedure with the other drill bit in the kit with no patient consequences but there was a five minute delay. The sales rep stated that no x-rays were performed. The sales rep stated that the patient was a (B)(6) female with hard bone. The other part of the device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the distal tip was broken off and the shaft was bent. Additionally, striation markings were observed on the shaft of the device. The reported condition could be confirmed. This type of failure is typically observed when the device is handled with excessive force; specifically excess torque and off angle insertion. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date in not available.